Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented in clinic for routine follow up. Upon interrogation, the left ventricular lead exhibited increase in threshold. During revision procedure, the lead exhibited insulation anomaly. The lead was repaired and remained implanted. The patient was in normal condition.